Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted one leg of the "y" component was missing the tubing and luer adapter components. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set capd disposable disconnect y-set was missing a cap and a half inch piece of tubing. This was described by the caregiver as ¿shorter length was missing¿ and ¿the cap on the tubing that connected to the transfer set was also missing.¿ this was identified during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.